Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis, dislodged and bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient was in the hospital with diabetic ketoacidosis (dka) for 7 days. They had no problems before but one pod the cannula came out of their leg. The patient was nauseous and was vomiting. It was reported that the patient's blood glucose levels reached 475 mg/dl while wearing the pod between 24 and 36 hours. The cannula was also bent. As treatment for hyperglycemia, manual injections of insulin were delivered and a new pod was applied.